Event description:
It was reported that a person using the ilet bionic pancreas on day five of pump use experienced a low blood glucose of 44 mg/dl after a dinner announcement and self-treated with oral glucose without outside assistance. Customer care provided assistance to the user's inquiry to the device learning behavior following the event. Investigation of this case revealed that the cause of the hypoglycemia was unclear. No symptoms associated with hypoglycemia reported. Outcomes included no hospitalization and resolution after oral carbohydrate intake. It was concluded that the event was user-managed and that no device malfunction was identified based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.